Event description:
The pt reportedly experienced overly loud stimulation followed by loss of lock between the external equipment and the implant. External equipment has been exchanged, however, the problem was not resolved. Surgery to explant the pt's device will be scheduled.